Event description:
A customer returned a ventilator to an authorized service center for the manufacturer's required preventative maintenance. The customer made no allegation of device malfunction, pt harm, or injury. During the planned preventative maintenance, the ventilator failed a remote alarm test. If this failure occurred during the use of the product it would result in the ventilator failing to activate a remote alarm (if in use), but would not affect the primary audible and visual alarm functions of the ventilator. A review of the manufacturer's complaint database revealed no increasing trends in reports of remove alarm function failures. The power board was replaced to correct the remote alarm failure. The manufacturer is evaluating the power board that was removed. A follow-up report will be filed upon completion of the evaluation.

Manufacturer narrative:
The product evaluation summary is identified.